Manufacturer narrative:
The DHR for this serial number (B)(6) was reviewed. No deviations or nonconformances pertaining to this serial number were noted in the lot history. The device met all specifications prior to final release. The device was returned to intera evaluated under a testing protocol. The device passed all functional testing that was conducted in this protocol, which was limited to visual inspection, bolus flush, bolus flow test, inadvertent bolus test, and catheter leak test. No malfunction was observed or otherwise noted. The alleged device malfunction could not be confirmed based on this investigation.

Event description:
It was discussed with various officials at a healthcare provider that an adverse event may have occurred with the use of a codman 3000 high flow infusion pump. Implant date was (B)(6) 2018. The surgeon who explanted the device stated to intera that the device was explanted due to 'concern for infection.' Additional conversations with the provider stated that the clinical notes were 'unclear,' but there also appeared to be a possible extravasation event. Therefore, the healthcare provider requested a device evaluation to determine if a malfunction had occured or not. The extravasation event was reported to be 04/18/2023. Explant date was reported to be (B)(6) 2023. It was reported that the mitomycin and fudr (floxuridine) were infused at the time of the event.

Manufacturer narrative:
Device is currently en route but not yet arrived for evaluation at intera. Blank information in the MDR form represents unknown information. When the investigation and evaluation are complete, a supplemental report will be filed.

Event description:
It was discussed with various officials at a healthcare provider that an adverse event may have occurred with the use of a codman 3000 high flow infusion pump. Implant date was (B)(6) 2018. The surgeon who explanted the device stated to intera that the device was explanted due to 'concern for infection.' Additional conversations with the provider stated that the clinical notes were 'unclear,' but there also appeared to be a possible extravasation event. Therefore, the healthcare provider requested a device evaluation to determine if a malfunction had occured or not. The extravasation event was reported to be 04/18/2023. Explant date was reported to be 04/28/2023. It was reported that the mitomycin and fudr (floxuridine) were infused at the time of the event.